Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's blood glucose was 181 mg/dl and then decreased to 30 mg/dl. The customer also experienced a low blood glucose of 47 mg/dl as well. The customer would treat their low blood glucose by eating food. Troubleshooting did not occur for the low blood glucose. It is unknown if the auto mode feature was active during the hypoglycemic events. The insulin pump had also alarmed with a hall sensor error; however, the customer was able to clear the alarm, rewind the insulin pump, and pass the displacement test. The caller was advised to monitor the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(4), 2017.